Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous brachial vein. The 6.0mm x 100mm, 75cm mustang balloon catheter was advanced to the target lesion. The balloon was inflated; however, it ruptured at 20 atmospheres on the first inflation. Angiography was performed after the balloon ruptured and it was confirmed that there was no problem on the lesion, thus the procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous brachial vein. The 6.0mm x 100mm, 75cm mustang¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 20 atmospheres on the first inflation. Angiography was performed after the balloon ruptured and it was confirmed that there was no problem on the lesion, thus the procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon material identified a longitudinal tear and circumferential tear in the balloon material. The longitudinal tear was located at 16mm distal to the distal edge of the proximal markerband and the tear extended to 35mm distal to the distal edge of the proximal markerband. A circumferential tear was present at the start of the tear (16mm from the proximal markerband) and this measured approximately 2mm in circumference. An examination of both markerbands identified no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous brachial vein. The 6.0mm x 100mm, 75cm mustang¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 20 atmospheres on the first inflation. Angiography was performed after the balloon ruptured and it was confirmed that there was no problem on the lesion, thus the procedure was completed with this device. No patient complications were reported and the patient's condition was good.